Event description:
I had an essure procedure done to me in 2010. I got a pid infection and pain in left side, as things went on, I started fainting and my period is now every two weeks. It has been like this the last 3 years. I feel weak and sick all the time. My periods are so heavy I cannot stand and I soak pads through to my pants at times. I cannot take care of my little boy on some days because the bleeding and cramps are so bad. I have had very scientific test done to me showing that there is nothing wrong. I never had female problems in my entire life and I am (B)(6) until I had the essure procedure done. I am trying to get them removed. All of my lab test show this is nothing wrong with me hormonally, and I don't have any infections, growths or cancers. Scientifically there is nothing wrong with my body. All of the problems started happening after the essure placement.